Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -13.0/+4.5/099 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The surgeon reports refractive surprise. Reportedly, lens remains implanted.